Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the small battery drive device trigger was not responding. During in-house engineering evaluation, it was determined that the guide sleeves on trigger were worn and the electrical control unit (ecu) had no voltage output. It was further determined that the device failed pretest for trigger test, sticky speed trigger, oscillation/forward/reverse mode function, oscillation angle, switching function forward/reverse, and power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.